Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The patient presented with chest pain. Vascular access was obtained via the left radial artery to perform a coronary angiogram using fractional flow reserve (ffr). The 10% stenosed, 10 mm long, denovo, concentric target lesion, was located in a mildly tortuous left circumflex artery (lcx) with a significant bend greater than 45 degrees. The lcx was the third vessel evaluated using ffr. The comet pressure wire was delivered via a non-bsc guide catheter into the left anterior descending artery (lad) passing through the obtuse marginal (om) into the lcx. The physician experienced some difficulty torquing the comet into the lcx initially. There was no tactile feel after the distal 3 cm of the comet had just passed the guider tip and into the lcx. The physician could not feel the torque when turning the wire and suspected that distal tip of wire might have fractured. Both the wire and the guide catheter were quickly removed. Upon removal, the comet wire broke inside the sheath and not in the patient. No resistance was noted prior to the tip fracturing and the tip was not trapped at any time during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated into 2 segments. The proximal shaft and the distal portion were returned. The guidewire shaft was examined for any damage or irregularities; the shaft was separated in 1 place. The total proximal shaft length that was returned was 170.5cm. The length of the distal portion returned was 14.5cm which equals 185cm. The sensor port was clear. Functional testing of the device could not be completed due to the separation of the shaft. Scanning electron microscopy (sem) analysis showed no micro-cracks were observed in the slots 2 rows adjacent to the distal or proximal ends of the fracture. The beam fracture surfaces for both the distal and proximal ends showed fatigue striations toward the center of fracture. Some of these fracture surfaces also showed ductile surface at the fracture center. This suggests the possibility of reverse bending with ductile overload. The fracture occurred approximately 14 cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that tip detachment occurred. The patient presented with chest pain. Vascular access was obtained via the left radial artery to perform a coronary angiogram using fractional flow reserve (ffr). The 10% stenosed, 10mm long, denovo, concentric target lesion, was located in a mildly tortuous left circumflex artery (lcx) with a significant bend greater than 45 degrees. The lcx was the third vessel evaluated using ffr. The comet pressure wire was delivered via a non-bsc guide catheter into the left anterior descending artery (lad) passing through the obtuse marginal (om) into the lcx. The physician experienced some difficulty torqueing the comet into the lcx initially. There was no tactile feel after the distal 3cm of the comet had just passed the guider tip and into the lcx. The physician could not feel the torque when turning the wire and suspected that distal tip of wire might have fractured. Both the wire and the guide catheter were quickly removed. Upon removal, the comet wire broke inside the sheath and not in the patient. No resistance was noted prior to the tip fracturing and the tip was not trapped at any time during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.